Event description:
Pt had essure procedure on (B)(6) 2013. Physician placed one essure device into pt's right and left fallopian tubes. On (B)(6) 2013, pt was admitted for pelvic inflammatory disease and complicated uti. A transvaginal and transabdominal ultrasound was performed, showed pelvic inflammatory change with pelvic fluid. Inflammatory appeared to be centered in the right adnexa. Operative laparoscopy identified a right side tubal ovarian abscess. Large portion of the right side tube was removed. The right essure coil was left in place. Pt was discharged on (B)(6) 2013. On (B)(6) 2013, post surgery, is doing well. The physician believes given the short interval in between placement of the coils and the onset of the pt's symptoms, 5 days, it is likely that the coils or the process of placing the coils, did lead to the complication. Theoretically, bacteria could have been pushed into the upper genital tract during the hysteroscopy and the coils acted as a nidus for the onset of infection. Physician diagnosis: right fallopian tube, salpingectomy: acute salpingitis with abscess.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.